Event description:
During surgery ligasure plugged into bovie for surgeon use. Machine alarmed, unplugged ligasure and plugged back into machine. Same alarm occurred. Opened another ligasure different lot number. Received the same alarm. Different bovie brought into room and plugged ligasure into machine and it functioned properly with no alarms or alerts. FDA safety report ID# (B)(4).